Manufacturer narrative:
The evaluation and repair of the ventilator was not yet performed. (B)(4).

Event description:
It was reported by a customer in (B)(6) that during patient use, the ht70 ventilator generated a loud abnormal noise, but continued to cycle. However the patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the returned pump, and duplicated the customer reported malfunction. Visual inspection verified thick black grease on one side of the pump, indicating that heat and friction of the linear bearing cause the noisy complaint. The customer complaint was verified.